Manufacturer narrative:
Additional information: date of event: exact date is unknown, information not provided. Best estimate is between 08/06/2020 - 11/19/2020. Patient code: (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
Customer reported the intraocular lens (iol) was explanted due to the patient experiencing dysphotopsia. There was no vitrectomy, sutures, or incision enlargement. The explanted lens was replaced with a model#: zma00 lens with the same diopter. The patient outcome is fine. Per the customer, no further information is available.

Manufacturer narrative:
Correction: section e1: initial reporter. The doctors name was initially reported as (B)(6) but should have been (B)(6). Additional information: section d10: device available for evaluation: yes. Section d10: returned to manufacturer on: 01/06/2021. Section h3: device returned to manufacturer: yes. Device evaluation: the complaint lens was received wrapped in gauze. Visual inspection under magnification revealed viscoelastic residue on the optic body and haptics. The lens was returned cut in half with lens damage, which is consistent with a lens that was handled during explant. Based on the return condition of the lens, no further product evaluation could be performed. The complaint issue could not be confirmed, and no product deficiency could be identified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search revealed that no similar complaints were received for this production order. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.